Manufacturer narrative:
The product was in glidewells possession but did not transfer to the investigation site and is presumed to be lost. The non-visual device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor of the silent nite sleep appliance became loose, no other information was provided.

Manufacturer narrative:
Additional information: b3, b5, d4, h6 (health effect - clinical code, health effect - impact code, type of investigation) corrected information: h6 (medical device problem code), h8 manufacturer reference: comp-(B)(4).

Event description:
Additional information received reported that the issue was that the device lost retention. There was no report of a broken part/component. The patient did not suffer any harm or injury and no intervention was required.